Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable fit loosely into the pump usb port, and the pump was unable to be charged. Reportedly, the pump was able to be charged with a different usb cable. Customer¿s glucose level was 250 mg/dl.